Event description:
Information received from healthcare provider via manufacturer representative regarding a patient with clinical ID (B)(6). It was reported that a patient experienced a t11 fracture with hardware pull-out and adjacent kyphosis following an index surgery. The patient had persistent pain, and an diagnostic test of x-ray performed on (B)(6) 2025 and confirmed the t11 fracture which was clinically significant. A computed tomography scan was conducted for further assessment. The patient was treated with a brace and medication, including opiates or narcotics. The adverse event was not resolved and patient was not recovered. Initial investigator assessment/ allegation: casual relationship of ae to the study procedure. Adverse event possibly related to a medtronic cst device. Sponsor assessment/ allegation: different from investigator. Casual relationship of ae to the study procedure. Adverse event probably related to a medtronic cst device.

Manufacturer narrative:
B2: outcome attributed to adverse event is fracture. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional spinal surgery happened on (B)(6) 2025. The primary reason for the additional spinal surgery was adverse event related to study index surgery adverse event t11 fracture treated at levels: t7, t8, t9, t10, t11, t12 new medtronic cst ailliance eligible devices implanted in this additional spinal surgery. Revision: medtronic cst alliance eligible devices, that were implanted during the index surgery, remain in the subject at the end of this additional spinal surgery. Reoperation: other spinal surgery the indication for this additional other spinal surgery was t11 closed wedge compression fracture 2. Kyphosis of thoracic region, unspecified kyphosis type describe what was done during this additional other spinal surgery: open reduction internal fixation t11 2. T7-l2 instrumented fusion, iliac crest marrow aspirate, allograft, autograft

Manufacturer narrative:
B5: event problem description is updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Diagnostic test updated: diagnostic test of x-ray (computed tomography) performed on (B)(6) 2025. Diagnostic test result: t11 fracture. It was clinically significant. Diagnostic test result: age indeterminate acute/subacute compression fracture involving the superior endplate of t11, with mild anterior wedging and exaggerated kyphosis at this level. Bilateral pedicular screws at this level encroach into the intervertebral disc space.